Event description:
It was reported that during a watchman non-valvular atrial fibrillation (nvaf) procedure, a versacross connect kit was selected for use. The venous access was obtained and the guidewire was introduced into the right atrium. The guidewire was then removed after advancing and deploying a non-boston scientific perclose device. The same guidewire was then inserted back into the vein and into the heart through the perclose system. The versacross dilator was advanced over the guidewire and upon attempting to remove the guidewire, it appeared to be stuck inside the dilator. The dilator was removed from the body however the guidewire appeared to have been kinked at the distal end, which did not allow it to be removed from the dilator. Hence a new non-boston scientific guidewire was opened to be used. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.